Event description:
The customer did not like the item because they used one and there was a leak. The sales rep reported the user facility had improperly connected the tubing to an imed resulting in the leak. The sales rep provided training to the user facility on how to properly connect the tubing.